Event description:
Customer claims possible contamination of product where they observed an oily substance on and in the plasma. Customer received six specimens from an outreach clinic that were rejected for the contamination. Customers states that the substance seems to coat the inside walls of the aliquot tubes and appears like a fibrin cloud in the plasma. The outreach clinic centrifuged the primary tube at 3500 rpms for 10 minutes before aliquoting. The customer centrifuged the plasma in the aliquot tube at their site, and the substance pooled at the bottom of the tube. Separately, the customer advised they drew 12 specimens at their site in the primary tube and centrifuged but did not pour-off to the aliquot tube. They noticed the oily substance in the plasma. Customer advises they receive primary and aliquot tubes from outreach for testing in their lab. The oily substance issue appears to be very limited based on the volume of specimens processed.

Manufacturer narrative:
Complaint (B)(4). Retrospective filing received 4rks + 7pc of 456087p/b1807376 and 132pc pf 459000/a18044vx for evaluation. We have no further complaints on the materials/batches. We have no further inventory of the materials/batches. A review of quality, production and maintenance documentation shows no deviations related to the reported issue. Customer returned samples of 456087p were visually evaluated. No deviations related to the reported issue could be observed in the samples. Samples were tested, according to gbo standard testing procedures, with regards to additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Additive content was found to be within specification in all tested samples. No tubes were found to have a visible "oily substance" present during the quality inspection. Some of the samples were evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended gbo parameters within 2 hours. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. No 'oily substance on and in the plasma' and no 'fibrin cloud' as described by the customer were observed. No deviations could be observed on the samples. The alleged malfunction could not be confirmed.